Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a DHR (device history record) was also completed for this product and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 10am on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿453, 198, 117 and 112mg/dl¿ with the subject meter over 20 minutes apart. This time difference exceeds lfs¿s criteria for calculating the possibility of an inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and took their normal dosage of 15 units of 7/30 novolog in response to the alleged product issue. The patient stated that 30 minutes after the alleged product issue occurred they developed symptoms of ¿shaky and hot¿. In response to these symptoms the patient self-treated by consuming additional food and/or drink. At the time of troubleshooting the csr noted that the results which were obtained were obtained greater than 20 minutes from each other. The unit of measure was set correctly on the subject meter and the patient¿s device was replaced and requested for evaluation. This complaint is being reported based on the following conclusion: although the meter readings obtained do not exceed lfs¿s precision criteria due to the time difference between the readings, the patient reportedly developed symptoms that meet lfs¿s criteria for a serious injury reportable adverse event after the alleged product issue began.